Manufacturer narrative:
The flex and the proximal set up joint (suj)was returned and evaluated by the failure analysis (fa) team. The fa was first started by verifying error in lighthouse (apeture), then performed visual inspection for any physical damage and did notice minor damage on fiber cables. The fa then proceeded to install flex on to a known good internal equipment, fixture, or tool (eft) patient side cart. The fa then powered system on in normal mode in which system powered up with no errors or problems. Tried moving flex back and forth in different positions and still no failure. The fa then tried power cycling system and adjusting the position of flex several times and no errors or failures. The psuj was returned for failure analysis and the reported problem was confirmed and replicated. In artemis, error 32100 was confirmed indicating voltage monitoring faults. Installed proximal onto golden system where error 32100 was replicated. Error code pointed to a brake on the proximal. Visual inspection found damage to p7 cable and connector. Adjusted pin inside of connector, reseated cable, power cycled system, and faults cleared. Tested proximal on patient side cart (psc) fixture test platform (pftp) and was unable to unlock any brakes due to error 32100. Tested horizontal rolling loop and identified it to be the source of the fault. The probable root cause of this issue is attributed to the horizontal rolling loop on the psuj.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported arm 2 faults. The customer stated that they have tried to recover the fault, but it keeps coming back. The tse viewed system logs and confirmed the 32100 errors on arm net 2. The tse recommended to power cycle the system. The customer performed this but the error immediately returned. The tse then suggested to hard power cycle the robot. The customer performed this but the error immediately returned. The tse asked if the surgeon would be willing to disable arm 2 and use the system with 3 arms only. The customer informed the surgeon of this, and the surgeon agreed. The customer disabled arm 2 and is now proceeding with the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the flex and the proximal set up joint (suj) to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and is in progress. The complaint was confirmed based on field evaluation.